Event description:
The customer reported that the surgeon was not able to pull the trigger of the device to cut patient tissue. There was no injury to the patient. The device was returned to covidien and the clear insulation was damaged. Further evaluation found the device to fall hipot testing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.